Event description:
The initial reporter alleged unexpected reactive results with the cobas® mpx - 96t assay on the cobas 6800 instrument. Three individual donor samples were tested. On (B)(6) 2020, sample 1 was reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 38.9. The sample was repeated on (B)(6) 2020, and both repeat tests were non-reactive. Serology for this sample was positive for anti-hepatitis b core antibody (anti-hbcore) and negative for anti-hepatitis b surface antibody (anti-hbsurface). On (B)(6) 2020, sample 2 was reactive for hepatitis c virus (hcv) with a CT value of 43.2. The sample was repeated on (B)(6) 2020, and both repeat tests were non-reactive. Serology for this sample was negative for hcv. On (B)(6) 2020, sample 3 was reactive for hbv with a CT value of 38.3. The sample was repeated on (B)(6) 2020, and both repeat tests were non-reactive. Serology for this sample was positive for anti-hbcore and negative for anti-hbsurface. The growth curves for all three samples showed late, minimal, non-sigmoidal amplification. The donations were not released.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas® mpx - 96t assay performed within specifications. A review of the data indicated that the cycle threshold (CT) values for all three samples were late and consistent with viral concentrations near or past the limit of detection (lod) of the assay. For the two samples with discrepant hbv results, the serology findings (positive anti-hbcore and negative anti-hbsurface) suggest a possible occult blood infection (obi) with viral loads near or below the lod. For the sample with discrepant hcv results, potential causes include non-specific amplification, low-level sample contamination, or a window period sample with viral loads near or below the lod. Donor histories were unavailable, limiting further root cause analysis. No product-related issues were identified during the investigation. The donations associated with the samples were not released, and no harm or delay in treatment was reported.